Event description:
A total hip arthroplasty was revised approximately three years post-operatively because of a fracture at the neck/metaphyseal junction of the modular hip stem prosthesis. Pt swims 30-40 minutes a day. Surgeon revised prosthesis without incident.